Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ blunt plastic cannulas experienced foreign matter in a fluid path component, and interlink damage to the connection port. The following information was provided by the initial reporter: these cannulas have proven to not be an acceptable product in our health system. From the day we put these on our shelves, we have received nothing but negative feedback and our end users have completely lost confidence in this product and we will no longer be able to utilize them. We have also received countless emails and phone calls regarding these. I was even getting calls throughout the weekends. Our supply chain specialists who supply our units continue to receive negative feedback as well. While using the current blunt tip needles to pull medication from via, small parts of the rubber stopper were pushed into the vial contaminating the medication. The bits of rubber were small enough to pull back through the needle into the syringe, had this not been caught, rubber could have been injected into the patient . The new blunt plastic cannula's in north pre/post are not able to penetrate the fentanyl medication vials and this resulted in the cannula just pushing the grey stopper into the bottle of medication, rendering the vial contaminated and needing to be wasted.